Event description:
It was reported that prior to use foreign matter was discovered in the tube with a bd vacutainer® lh 102 i.u. Plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: black fm is in the tube.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in the tube with a bd vacutainer® lh 102 i.u. Plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: black fm is in the tube.